Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pacing impedances and intermittent loss of capture on a competitor¿s left ventricular (lv) lead. Surgical intervention was performed however due to patient anatomy another lv lead could not be successfully placed. The device was reprogrammed to electronically reposition the competitor¿s lv lead and afterwards the impedances returned to a normal range. The device and competitor¿s lv lead remain in service however the physician suspects an insulation issue on the lv lead however this could not be visually confirmed. No adverse patient effects reported.